Event description:
It was reported that a resolute integrity drug-eluting stent was being used to treat a lesion in the prox lad. The lesion was moderately tortuous with severe calcification. It is reported that the balloon ruptured at 8 atms while inflating. Device had been removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent and no resistance was noted during advancement. It was reported that despite the balloon rupture the stent was placed safely. The patient experienced st elevation and severe chest pain after stent deployment however there was no drop in blood pressure. The doctor indicated that the balloon ruptured because it was such a tight lesion. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (balloon rupture). Patients condition affected effectiveness of device (moderate tortuousity and severe calcification). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: failure to follow instructions (lesion not pre-dilated). Known inherent risk (balloon rupture). Device failure related to patient condition (moderate tortuousity and severe calcification). Unable to confirm complaint (device not returned). Device not returned -no evaluation will be performed. (B)(4).